Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023 on a nasal kitted swab. Confirmation testing via pcr (platform unknown) was performed on unknown date and generated a negative result. Additional testing with another antigen test (brand unknown) was performed on unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4- UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on 16nov2023 on a nasal kitted swab. Confirmation testing via pcr (platform unknown) was performed on unknown date and generated a negative result. Additional testing with another antigen test (brand unknown) was performed on unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4- UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m772963 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for it part number 192-000j / lot m772963 and test base part number 192-430 / lot m772963. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m772963 showed that the complaint rate is (B)(4) %. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : single-use, device discarded.